Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 26 mg/dl. Troubleshooting was performed and the programming on the insulin pump was incorrect. It was found that the time was wrong and the bolus settings were incomplete. It was advised that the customer speak with her doctor to discuss the bolus settings on the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.